Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The patella resection guide saw capture broke.

Manufacturer narrative:
Additional narrative: examination of the submitted cutting guide confirmed one of the two saw captures has disassembled from the device. The root cause is being attributed to device wear from normal use and servicing. Preliminary risk assessment (B)(4) was conducted. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Continue to monitor through (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with the reported event was not returned. The reported lot code j0198 indicates a supplier manufacture date of january 1998. A search of the complaint database found additional reports of saw capture breakage against product code 865034. The previous reports were investigated and the root causes attributed to product wear out through normal use and servicing. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.